Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon service evaluation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted form the defective electrode belt. The last pt to use this belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last pt to use this electrode belt did not allege any deficiencies.